Manufacturer narrative:
Manufacturer's investigation conclusion: visual inspection of the returned modular cable revealed dark brown discoloration of the inline connector bend relief and light yellow discoloration of the controller driveline connector bend relief. The reported event of a driveline communication fault alarm was confirmed based on the information contained in the event log file retrieved from the returned system controller hsc-064744 (related manufacturer report number: 2916596-2021-07176). A specific root cause for the alarm was not able to be determined. The returned modular cable was functionally tested while connected to the returned system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. The device history records were reviewed and the record revealed the modular cable was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook document under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-07176. It was reported that the patient called about having a driveline communication fault alarm. It was also noted that the system controller was unable to download data. Technical services recommended performing a system controller and modular cable exchange. Both products were exchanged and the alarms resolved.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-07176. It was reported that the patient called about having a driveline communication fault alarm. It was also noted that the system controller was unable to download data. Technical services recommended performing a system controller and modular cable exchange. Both products were exchanged and the alarms resolved.